Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline infection. The patient was noncompliant. An abdominal washout was performed, and the driveline was cut. The pump was decommissioned. The patient was doing well and was discharged from the hospital on (B)(6) 2025 with a wound vac and antibiotics. The patient would be seen in the clinic for follow up status post decommission and again later with the surgeon. The device would not be explanted.